Manufacturer narrative:
Upon re-investigation, it was concluded that there was an additional unrelated issue observed with the sensor (brown out) which caused adc not to be able to adequately test the alarm and therefore we are unable to confirm the alarm issue due to the brown out reset condition observed. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Performed a visual inspection on the returned sensor and observed corrosion through the sensor case caused by liquid ingress. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). An extended investigation was also conducted. Performed a visual inspection on the returned sensor and observed corrosion through the sensor case caused by liquid ingress. Data was extracted from the returned sensor. The sensor remained in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21)the sensor was de-cased and heavy contamination around the bluetooth low energy (ble) chip was observed. The corrosion caused the board to brown out and malfunction, therefore not allowing to verify which alarms functioned. As of result, this issue is unable to test due to contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue of missing low/high alarm was reported with the freestyle libre 2 sensor. A customer reported that the sensor alarm failed to sound with low glucose and as a result, experienced symptoms of dizziness and disorientation. The customer was unable to self-treat and was treated with sugar water by the wife who is a healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Performed a visual inspection on the returned sensor and observed corrosion through the sensor case caused by liquid ingress. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21). An extended investigation was also conducted. The sensor was de-cased and heavy contamination around the bluetooth low energy (ble) chip was observed. The corrosion caused the board to brown out and malfunction. Therefore, the issue is confirmed to be contamination. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue of missing low/high alarm was reported with the freestyle libre 2 sensor. A customer reported that the sensor alarm failed to sound with low glucose and as a result, experienced symptoms of dizziness and disorientation. The customer was unable to self-treat and was treated with sugar water by the wife who is a healthcare provider. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue of missing low/high alarm was reported with the freestyle libre 2 sensor. A customer reported that the sensor alarm failed to sound with low glucose and as a result, experienced symptoms of dizziness and disorientation. The customer was unable to self-treat and was treated with sugar water by the wife who is a healthcare provider. There was no report of death or permanent injury associated with this event.